Event description:
It was reported that during a shoulder procedure using a super turbovac with ifs wand, the wand did not work properly. The surgeon opted to complete the procedure using a competitive device. There were no significant delays or pt complications reported as a result of this event.